Event description:
During a routine follow-up, the battery voltage was observed to be at end of life. The pt had not rec'd a large number of shocks, nor was the device being used to pace. The device was explanted immediately.